Event description:
On (B)(6) 2014 per cir, it was reported that after introducing the needle and then guide wire, there was reportedly significant hemorrhage and allegedly the lungs of the pt collapsed. The pt then expired. On 12/30/2014 as per additional info received, the physician reportedly intended to implant a low profile port catalog number 0603880 6.6 french, and was given a 6.6 french port catalog number 0602690 by the pharmacy. The dr alleges that the product he received is intended for adult use and not for pediatric pts. During the insertion procedure, there was significant bleeding and the lungs reportedly collapsed. The pt received 1 unit of blood to attempt to stabilize him as well as an ICD blood drainage device. The pt expired later in an outpatient room. The cause of death was stated as hemorrhagic shock.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of revb0143 showed no other similar product complaints from these lot numbers.